Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge for insulin therapy. Additionally, it was reported that the customer received an occlusion alarm. Customer declined to provide further information regarding occlusion. Customer's blood glucose was 200-307 mg/dl.